Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) was dispatched and reported that during testing observed "blood detected" alarm in the data fault log. The fse also observed blood contamination in the crm, safety disk, purge assembly and blood detect tubing. The fse ordered the parts then revisited the site to replace reported parts. During retesting the iabp failed battery run test time. The fse then replaced batteries as well, and also replaced the concealment cover. The iabp then passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that during use on a patient, the intra-aortic balloon pump (iabp) alarmed "blood detected". Upon inspection, no visible sign of blood was observed. There was no adverse event reported.